Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose reading of 514 mg/dl. The customer stated that she had high blood glucose for nearly 4 hours and felt as though she was not receiving her basal. The most recent blood glucose reading was 350 mg/dl. She reported presence of ketones and treated with a bolus. She noted that she did contact her doctor regarding the event. She reported air bubbles in the infusion set tubing, about 1 inch from the tubing connector. She stated that she used insulin straight from the fridge, which she was advised against doing. She reported that the insulin pump alarmed no delivery during a fixed prime and was able to push the air bubbles out of the tubing. She was advised to follow the recommended filling techniques and to change the entire infusion set, reservoir and insulin. Nothing further reported.